Event description:
The device was being used to treat a pt. Reportedly, the device delivered 2 successful countershocks however, the device allegedly did not deliver a countershock on the third attempt. The pt was not resuscitated. Treatment was discontinued at the request of the pt's spouse. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.